Manufacturer narrative:
Product analysis could not verify a shaft kink as stated in the complaint description, however, product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the distal end. The distal stent struts were bent. Microscopic examination of the material surrounding the bent struts did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8340121 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage experienced during the procedure could not be determined.

Event description:
Clinical study. This complaint is now reportable based on the analysis completed on 10/09/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was not implanted because the catheter shaft was kinked. However, the returned product confirmed that there was stent damage. The lesion being treated was a bifurcation of the left main coronary artery (lmca) and the proximal circumflex (cx). The lesion was not pre-dilated. The physician attempted to place a taxus express2 4.00x16mm stent over the lesion. Prior to deployment, it was reported that the catheter kinked and the stent was not deployed. Analysis of this device did not reveal any kinks in the catheter; however, damage to the stent struts were noted. The procedure was completed using another device and balloon angioplasty. There were no patient complications reported as a result of the device malfunction. The patient was discharged home the following day on aspirin and clopidogrel.